Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
Patient presented to the physician's office after receiving therapy with a fast heart rate. Device interrogation showed an alert for charge aborted due to possible output circuit damage. Data suggests the hv lead being damaged. Both the ICD and lead were explanted.

Event description:
This is a spontaneous report by a baxter employed nurse from (B)(6) of peritonitis in a patient coincident with peritoneal dialysis (pd) therapy. On (B)(6) 2010, the patient was diagnosed with peritonitis, not requiring hospitalization. The patient did not receive remedial therapy, and the outcome and root cause of the peritonitis was unknown. Pd therapy continued.

Manufacturer narrative:
The field experience of an output anomaly was verified in the laboratory. An arc mark was observed on the ICD can. Further evaluation of the arc mark indicated the presence of lead material. It is believed that the associated lead arced to the device can causing a low impedance path that resulted in damage to the high voltage output circuitry. All low voltage device functions were normal.